Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The complaint cannot be confirmed for sheath and locator mechanical damage as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient assembly became kinked following a percutaneous coronary intervention (pci) to treat a chronic total occlusion (cto). The angio-seal device was selected for hemostasis; however, due to severe arterial calcification, the assembly could not be inserted into the artery and became kinked. The device was not deployed. Manual compression was applied and successfully achieved hemostasis. Estimated blood loss was less than 250 cubic centimeters (cc). No patient injury occurred, and no medical or surgical intervention was required. The procedure performed prior to attempted device deployment was pci. A pre-deployment angiogram was not conducted. The ancillary sheath size used was 7 french (fr). The puncture site was located proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 9 millimeters (mm). No additional equipment or devices were used in conjunction with the angio-seal device. The event occurred intra-operatively.